Event description:
During device explant due to normal eri, a brief period of loss of pacing was observed due to the use of electrocautery. The device was explanted and replaced and the patient was in stable condition following the procedure.

Manufacturer narrative:
The device was received in backup mode. Visual inspection found cautery marks on the can. The device was reverted to backup operation due to exposure to cautery during the explant procedure. The user¿s manual stated that electrosurgical tools can inhibit device operation. The loss of pacing seen in the field is consistent with the use of cautery. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity based on the average current drain. The device had reached eri during analysis. Analysis performed in nominal settings, including electrical and mechanical testing of the device, revealed no anomalies other than voltage being at eri. The field complaint of loss of pacing was not confirmed but backup mode was confirmed.

Event description:
During device explant due to normal eri, a brief period of loss of pacing and device entering backup vvi mode was observed due to the use of electrocautery. The device was explanted and replaced and the patient was in stable condition following the procedure.